Manufacturer narrative:
Lab analysis of the device noted a crack was observed on the 3.0mm luer lock level.

Event description:
Healthcare professional reported having a syringe of juvederm ultra plus where the luer lock cracked using an orange 25g blunt needle. The crack happened during "soft injection" into the cheek. The hyaluronic acid spurted onto the patient's face and was cleaned up. No injuries were reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of crack and expulsion: 5. Precautions ¿ juvéderm ultra plus® is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product, and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported having a syringe of juvéderm® ultra plus where the luer lock cracked using an orange 25g blunt needle. The crack happened during "soft injection" into the cheek. The hyaluronic acid spurted onto the patient's face and was cleaned up. No injuries were reported.